Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with bilateral pulmonary emboli, right common femoral dvt and recent surgery for left retroperitoneal leiomyosarcoma was scheduled for placement of an inferior vena cava (ivc) filter. The right internal jugular vein was accessed percutaneously and a cavagram demonstrate no evidence of thrombus in the ivc. The filter was then deployed in the infrarenal ivc at the l2-l3 level. Hemostasis was achieved and there were no significant complications. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that the filter allegedly perforated the caval wall. There were no attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with bilateral pulmonary emboli, right common femoral dvt and recent surgery for left retroperitoneal leiomyosarcoma was scheduled for placement of an inferior vena cava (ivc) filter. The right internal jugular vein was accessed percutaneously and a cavagram demonstrate no evidence of thrombus in the ivc. The filter was then deployed in the infrarenal ivc at the l2-l3 level. Hemostasis was achieved and there were no significant complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that the filter allegedly perforated the caval wall. There were no attempts made to retrieve the filter. There was no reported patient injury.

Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that the filter allegedly perforated the caval wall. There were no attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10:manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years eleven months of post deployment, computed tomography (CT) scan of abdomen and pelvis was performed and the superior portion of filter at the superior l2 vertebral body. Inferior filter at the mid body of l3. There was no evidence of migration. At least three inferior vena cava prongs have penetrated the wall of the inferior vena cava. There was no tilt of inferior vena cava filter. On coronal images the perforations were seen on both the right and left sides of the inferior vena cava. Around, one year and six months later, using gooseneck snare and glide wire the filter was retrieved. The filter was removed through sheath hub and then inspected, demonstrating the filter be entirely intact. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 01/2012), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.